Event description:
It was initially reported that the patient showed signs of infection at the location of the newly implanted pump. It was not suspected that the infection was caused by the pump. The patient was admitted to intensive care unit and treated with antibiotics; the daily dose of morphine delivered via the pump was reduced. On 2011-(B)(6), it was noted that the patient was doing well and had returned home from hospital. No allergic reaction was suspected because the patient previously had a pump insitu, this was a replacement pump so the doctors did not think it was an allergic reaction. The doctors ruled out the pump as the cause of infection.